Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be det ermined.

Event description:
It was reported that patient underwent cervical spine surgery for cervical spondylosis.post-op,implant migrated and screws backed out. The patient underwent revision surgery to explant backed out screws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.